Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number qlmkqk and no non-conformances related to the reported complaint condition were identified investigation summary: the product was returned for evaluation. Ethicon inc conducted a visual inspection of the sample returned. Upon visual analysis of the returned product revealed that one opened sample product code sxpp1a300 was received for evaluation. Upon visual inspection of the returned sample, the suture barbs were to be damaged at the tips and have both side of the fixation tab broken. It should be noted that a 100% inspection is perform via automotive vision system to ensure the tab is present and complete during manufacturing. As with any device, care should be taken to avoid damage to the strand when handling. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The following information was requested, but unavailable: was the fixation feature found broken inside the package? Procedure name and event date? Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ug/m.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and a barbed suture was used. During the procedure, the fixation tab was broken before use. There were no adverse consequences to the patient. Upon review of the returned device, both sides of the fixation tab were broken. No additional information was provided.